Event description:
Customer stated a false negative result was received for the rh antigen when testing using themts monoclonal abd and reverse gel card lot 063004037-09 exp. 5/2005 and the ortho provue analyzer.